Manufacturer narrative:
(B)(4). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient (previous mitral valve replacement) underwent cardiac ablation procedure for non-ischemic ventricular tachycardia with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The caller stated that the fellow was using the thermocool® smart touch® sf bi-directional navigation catheter to create a map and pace mapping. The physician advised the fellow to disengage the papillary muscle and advance into the apex of the heart. When the fellow advanced the catheter "high force" and "catheter out of mapping range" appeared. Using the soundstar catheter they were able to confirm that there was a perforation in the mid-left ventricular wall, just below the papillary muscle. The physician decided to continue with the procedure; however, there was an effusion that started to develop and the physician decided to abort the procedure at that time. The physician attempted to perform a pericardiocentesis but was unsuccessful. They attempted sub-xyphoid window at bedside and still could not access the effusion. Patient was taken to the cardiovascular operating room (cvor) and had a sternotomy performed to drain the effusion. The catheter remained in the patient's body and is not available for return at this time. The clinical account specialist stated that the patient was under light sedation and was moving around during the procedure. The patient was stable at the time they left the ep lab and was being transported to the operating room. There was no evidence of effusion prior to procedure. The patient did require hospitalization. The opinion of the physician is that the cause of the vent was the fellow perforating using excessive force. The patient¿s condition has improved. Transseptal was performed with baylis needle. No ablation was performed prior to noticing of the effusion. The irrigation flow setting were set at standard 2ml/min for mapping. The system indicated ¿high force¿ during the perforation, and then a "catheter outside of mapping area" when the catheter perforated. Force toolbar with vector were used for force visualization. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable. The high force issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The catheter being unable to map was assessed as not MDR reportable. Since the catheter cannot map by the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.